Event description:
Customer's mother reported via phone call that customer received a button error alarm. It was reported that customer attempted to deliver a bolus and numbers continued to scroll. Customer's blood glucose was 123 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, and minor scratches on the display window.